Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. An increase in lv threshold was also observed. Therapies were turned off and the lead remains implanted. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.